Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump. Alarmed button error and the buttons were unresponsive. Customer stated that the insulin pump could have been exposed to moisture that led to button error or keypad anomaly. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received an unexpected restart alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces on escape, act, up arrow and down arrow button. No button error alarm and frozen screen during testing. No ramping numbers noted on the display. Unable to confirm unexpected alarm and unable to perform any tests due to buttons unresponsive. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and severely scratched display window noted. No moisture damage noted on electronics and motor assembly.